Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, it was reported that the pediatric patient experienced an adverse event. The parent reported that the patient was at school when he passed out and collapsed. The parent stated that he noticed the patient´s values starting to drop, so he instructed him to take 1½ glucose tablets. While on school grounds, the patient stumbled and fell. No reported injury. Parent cannot confirm if the cgm was inaccurate because the cgm and bg fs were not checked at the time of the event. He was taken to the school clinic, where the cgm reading was 47 mg/dl. The patient was given powerade to drink, and after that, a manual check showed a bg of 80 mg/dl. The parent mentioned that he does not know what the patient¿s blood glucose level was before the collapse. According to the parent, the patient was unconscious for about 15¿20 seconds. Emergency medical services (ems) was not called, and the patient was not taken to the hospital. The patient began feeling better approximately 45 minutes after drinking powerade. The sensor was replaced following the event. At the time of the call, the patient was feeling okay. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, it was reported that the pediatric patient experienced an adverse event. The parent reported that the patient was at school when he passed out and collapsed. The parent stated that he noticed the patient´s values starting to drop, so he instructed him to take 1½ glucose tablets. While on school grounds, the patient stumbled and fell. No reported injury. Parent cannot confirm if the cgm was inaccurate because the cgm and bg fs were not checked at the time of the event. He was taken to the school clinic, where the cgm reading was 47 mg/dl. The patient was given powerade to drink, and after that, a manual check showed a bg of 80 mg/dl. The parent mentioned that he does not know what the patient¿s blood glucose level was before the collapse. According to the parent, the patient was unconscious for about 15¿20 seconds. Emergency medical services (ems) was not called, and the patient was not taken to the hospital. The patient began feeling better approximately 45 minutes after drinking powerade. The sensor was replaced following the event. At the time of the call, the patient was feeling okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.